Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly turns black then powers off when strip is inserted. If meter is on and the strip is inserted the meter does not do anything. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.